Event description:
Country of complaint: (B)(6). Upon removing suture from packaging and placing on needle holder, the needle detaches.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: stock review: there are not units in OEM stock. Imported/ manufactured quantity: (B)(4) units were manufactured of this code/batch. Distributed quantity: all the units were commercialized at 17 national customers. Casework: there are not any similar reports about this code/batch. Batch record review: reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Batch release results: the results obtain in relation with the needle detachment to release this batch fulfilled all requirements. Received samples: we received 2 unopened pouches. All packs received tested for needle detachment test and the two received samples fulfill OEM requirements. Corrective action: not applicable.